Manufacturer narrative:
It was clarified that the device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an oxygen hose leak around the base of the hookup. It was unknown if the device was in clinical use at the time the issue was discovered. The customer reported that the base was taped with white tape to stop the leak. Investigation is ongoing.